Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. The surgeon reported the lens was off axis. In a follow up, the surgeon reported he does not feel the iol caused or contributed to the event. The surgeon reported the event continues. The surgeon reported that he is not going to rotate the lens as he feels that it has been too long since the lens was implanted and the capsule has healed around the implant. The surgeon will most likely perform a photorefractive keratectomy (prk) to correct the residual astigmatism.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 12/23/2011 and 01/05/2012 by phone, fax, and mail. (B)(4).